Event description:
Additional information was received that this patient underwent lead integrity testing. No alerts or fault codes were observed with testing. This product remains in-service.

Event description:
Additional information has been provided that this is a device specific issue, not a lead issue.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an out of range low shock impedance measurement. It was reported that the value was 14 ohms. There has been no noise and the pacing impedance and sensing have been normal. The cause of the low impedance value has not been determined at this time. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicates that this patient is scheduled for a manual shock impedance test in the future. Until then, the patient will seen weekly in the clinic for evaluation. No adverse patient effects were reported.